Event description:
The company received information that suggested that the balloon did not inflate during a nasal intubation. The customer reported that the device was missing the tip of the tube including the murphy eye. The customer stated that the patient's oxygen saturations decreased to the 70's, and that the patient was re-intubated and that there was no serious injury to the patient. The customer indicated that the sample will be returned for evaluation.